Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report# 1627487-2018-06635. Reference MFR. Report# 1627487-2018-06637. Reference MFR. Report# 1627487-2018-06638. It was reported the patient experienced ineffective stimulation. As a result, the scs system was explanted and replaced. Reportedly, ipg replacement was elective. Effective therapy was restored postoperatively.